Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
It was reported that a patient had been getting 30-40% relief and had the leads ¿changed¿.